Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep)via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had very little, if any, pain relief since implant. The patient also reported events of shocking with positional changes. The patient's husband stated that they get along better with the stimulator off than they do with it on because they are afraid of the system shocking them. The shocking only happens when the patient lays down on their back, coughs, moves their head, or straightens their posture. Reprogramming was done with the patient in a supine position. The programming covered all painful areas as well as the legs. The patient doesn't like the feeling of the stimulation so the amplitude was turned down to sub-amplitude. The patient was asked to move around the room and try to recreate/reproduce any stimulation and no perception of stimulation was reproduced. The rep had tested the impedance was all less than 810 ohms.